Manufacturer narrative:
(B) (4).

Event description:
There was difficulty recharging the device. A different recharger and an additional spacer were tried without change. The ins was confirmed to be flipped. The healthcare provider was able to flip the ins in the pocket without surgery and full coupling was restored.